Manufacturer narrative:
This report is submitted on january 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the electrode array resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Device analysis indicates a device failure. This report is submitted september 06, 2019.